Event description:
Event description guidant received information that this right ventricular endocardial lead exhibited noise on the rate/sense and shock channels. The r-waves measured 1.1mv and the shock impedances were 239 ohms. During the invasive evaluation, a fracture was noted near the header and the lead was almost severed into two parts.